Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found a component was missing. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The event was reported for unknown reason.